Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reverted to manual injections for insulin therapy as the occlusions continued to occur. Customer's blood glucose level was 302 mg/dl. Upon follow up, the customer performed a supply change to resolve the issue and insulin delivery was able to be resumed.